Manufacturer narrative:
Initial and final MDR 1899751- MDR 3003442380-2024-10899- device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 4 infusion sets adhesive on (B)(6)2024. The infusion set had fallen off after 1 day. No further information available